Event description:
It was reported that the ilet pump screen was broken at school, which prevented access to the user interface for meal announcements and resulted in hyperglycemia with cgm readings reported as high for approximately seven hours; the user transitioned to backup subcutaneous insulin therapy, and a replacement pump was arranged. Symptoms included nausea consistent with hyperglycemia. Outcomes included the need for non-medical assistance from a caregiver due to the patient¿s age, temporary loss of device function, and use of alternative therapy until a replacement was received. Investigation included customer service troubleshooting, verification of shipping and return logistics, user education on shutdown procedures, confirmation that data would not transfer to the replacement, and guidance to continue cgm use via dexcom app or receiver. Investigation of this case revealed a cracked or broken display component that impaired user interaction and contributed to loss of therapy control, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that physical damage to the screen led to the event and that user backup therapy was an appropriate mitigation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.